Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jaws became stuck while placing the clip over a pedicle in a prostate. There was no patient injury.